Event description:
The flow tube fractures when removed from the outlet (catches on internal components) which results in a jagged piece of metal flying out of the wall adapter powered by 50 psi of gas with a potential risk to staff and pt (particularly for eye injury).